Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 689 mg/dl. Customer stated that the paramedics were called and treated with manual injections. The current blood glucose reading is 100 mg/dl. Customer treated with food. Customer stated that physician has adjusted the basal rate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.